Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the lead dislodged during slitting. After the lead dislodgement, the physician attempted to reposition the lead; however, the guidewire would not advance through the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no guidewire was returned, therefore, condition and brand are unknown. Used a fresh mdt guidewire to perform guidewire test, test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.